Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lcx with 100% stenosis. The degree of calcification was not reported. The degree of tortuosity is unknown. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to tortuosity and stenosis. The lesion was pre-dilated to numerous times. No resistance was encountered at the lesion. The physician removed the device and stopped the surgery. No patient injury reported. Evaluation summary: the 1st seven distal segments were stretched and deformed with numerous struts raised. The segments extended over the distal pillow and tip. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Stenotic lesion hindered delivery and resulted in damage to the stent). (Stent damaged during procedure). (B)(4).